Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had presented to the hospital with chills, orthopnea, doe (dyspnea on exertion), chest pain, and three to four days of non-bloody diarrhea. The patient was found to have fever, hypotension, and cavitary pulmonary nodules. The patient was admitted to the hospital as the patient was experiencing an infection. Treatment for sepsis was started with antibiotics. The patient¿s implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.